Event description:
It was reported that, during a navio tka procedure, when femoral morphing was performed, completed femoral model was displayed even though mapping was not finished. The surgery was changed to manual procedure, it was delayed 30 minutes. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference case(B)(4) section: h3, h6: the navio surgical system japan, part number rob00043, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the customer-provided video and screenshots confirms the reported allegation of complete tibia model generation after only a few points collected. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is a to be determined. The navio surgical technique guide for knee arthroplasty (500200) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The reported incident was assessed from a clinical/medical standpoint: the surgeon resorted to manual instrumentation to complete the operation. No patient injury was reported. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. The reported failure is currently being investigated as a system bug. Root cause is to be determined for this failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.